Event description:
It was reported that there was a malfunction resulting in light anesthesia during a case. The patient was switched to a different agent. There was no patient recall or injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.